Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly and a new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly and a new ra lead was implanted. No additional adverse patient effects were reported. Additional information received reported that this ra lead was surgically abandoned and replaced due to non-capture. No additional adverse patient effects were reported. Additional information received reported that the cause of ra non-capture was not determined. Prior to lead replacement, lead connections were checked and noted to be good. This ra lead remains surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly and a new ra lead was implanted. No additional adverse patient effects were reported. Additional information received reported that this ra lead was surgically abandoned and replaced due to non-capture. No additional adverse patient effects were reported.